Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
A customer reported to philips that the respironics v60 ventilator¿s screen turned black while in use on a patient, during patient transport. The device was in clinical use. There was patient harm.

Manufacturer narrative:
G4: 13oct2020 b4: (B)(6) 2020 b1 and h1 updated: the customer reported that the unit was in use on a patient at the time of the reported device behavior, the patient did not incur any harm, and no medical intervention occurred. A philips field service engineer (fse) evaluated the device and was unable to duplicate the symptom. The fse and the customer reviewed the drpt, and no error codes were generated during the reported device behavior. No parts were replaced. The device passed all performance verification tests and was placed back into use with the customer. A respiratory therapist supervisor stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history or relevant past drug history or were reported. Relevant concomitant medical products included an intravenous (IV) pump; brand, model, drug name, dose, and frequency not reported. While admitted on an unknown date, the patient was prescribed ventilation therapy via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on (B)(6) 2020, the patient was being transported to a destination in the hospital not reported, was receiving therapy via the v60 device and a medication via an IV pump, when the IV pump started alarming and the device¿s screen went black. The nurse transporting the patient then turned the ventilator back on, all therapies resumed, the patient incurred no harm, and no medical intervention was administered. No relevant laboratory data was reported. This reporter stated that it is probable that when the IV pump alarmed, the nurse accidently pressed the on/shutdown key on the ventilator instead of pressing the silence button on the IV pump, causing the ventilator to shutdown and generate a black screen. There is no information to support that a malfunction occurred. Philips was unable to determine the cause of the reported symptom as it could not be reproduced and no error codes were generated. Review of the provided updated customer information yielded no allegation of patient harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.